Event description:
It was reported that the pt experienced no stimulation sensation. The pt was seen in the emergency room (ER) for issues related to urinary retention. Four hundred cc's of urine was removed from the pt's bladder and it was found that a bladder infection was present at that time. The infection-causing organism was not provided. There was no known related incident or accident reported. It was further reported that the pt's programmer displayed a low neurostimulator battery message while attempting to turn the device off. It was later reported that the pt had an appointment with the physician and MFR rep scheduled for (B)(6), 2011, to have the device checked. The pt still was not able to feel the stimulation, but had no other issues. No info was provided related to the pt's outcome. Add'l info was requested but not received as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).